Event description:
I purchased and used target brand "up&up" flexible fabric extralarge bandages - 10 count with codes 245 07 0727 r01, idc-000450-01-037, (B)(4) on box. The bandages have an adhesive which is too aggressive and ripped the skin off my arm. I saved some of the bandages and a box if the FDA wants to test it. I have photos as well. I used the product as directed on dry skin. FDA safety report ID# (B)(4)